Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during the implant attempt the left ventricular lead had high thresholds and phrenic nerve stimulation in every attempted placement. The lead was not implanted. No patient complications have been reported as a result of this event.